Event description:
Device appears to be undersensing on atrial lead resulting to false termination of at/af events and inappropriate atrial pacing. See treated at/af events episode. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).

Event description:
Add'l info received on 04/04/2024 for mw5152714 to correct the MFR name.